Event description:
Surgeon was using the harmonic ace 14s curved shears with scissor handles when the blade from the shear broke in half. There was nothing unusual with anatomy or use of the product. Diagnosis or reason for use: thyroidectomy.